Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc). Surgical intervention was undertaken to explant and replace the lead. Difficulty was encountered with removing the lead due to encapsulation at the lead tip, however, the lead was successfully explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the distal segment of the lead was returned severed approximately 385 millimeters (mm) from the tip end. Visual inspection revealed a stretched out helix, cuts in the insulation and insulation abrasion. The stretched helix was felt to be related to explant damage. The insulation damage was consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported increased threshold measurements and loss of capture is likely the result of the lead damage observed by the laboratory. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc). Surgical intervention was undertaken to explant and replace the lead. Difficulty was encountered with removing the lead due to encapsulation at the lead tip, however, the lead was successfully explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.